Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: subsequent follow-up with the customer, additional information was received. It was reported that there was a surgical delay of two minutes. It was reported that there were no patient consequences nor impact to the user or patient. It was reported that the case was completed. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: the event description has been updated to reflect the correct information.

Event description:
It was reported by the affiliate in australia that during an unknown procedure on an unknown date, it was observed that the truespan 24 degree peek device was getting caught on the way in while the surgeon was trying to insert the device. It was reported that the device finally got in but the white sheath protecting the implants in the needle had torn open and the inner transparent sheath was protruding out and the implant/sutures were not visible. It was reported that the surgeon did not attempt to use and simply discarded it. Another like device was used to complete the procedure with a two minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (5l23186), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgical procedure on an unknown date, it was observed that the it was reported by the affiliate in (B)(6) that during an ankle stabilization procedure on (B)(6) 2020, it was observed that the truespan 24 degree peek device was getting caught on the way in while the surgeon was trying to insert the device. It was reported that the device finally got in but the white sheath protecting the implants in the needle had torn open and the inner transparent sheath was protruding out and the implant/sutures were not visible. It was reported that the surgeon did not attempt to use and simply discarded it. It was reported that there was a two minute delay in the procedure. It was not reported whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.